Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-oct-2022. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two photos and one unit of the q-syte device in an opened package. The provided photo showed a q-syte with presence of media indicating use. Through the visual inspection, no defect could be found on the unit. A leak test was then performed using a luer lock syringe. A few drops could be seen dripping from the vent hole of the septum. The septum of the unit was removed from the body of device and further inspected for damage. The bottom disk was inspected, and a hole in the shape of half-moon could be seen. The hole created a flow path from inside the q-syte into the space between the top body and the septum column allowing leakage to occur through the vent hole. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to misalignment between the reseat probe and the device. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ needle-free connector experienced leakage. The following information was provided by the initial reporter: joint leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector experienced leakage. The following information was provided by the initial reporter: joint leakage.